Event description:
The reporter stated that the unit was not recognizing syringe sizes. The reporter was unable to provide any further details. There was no pt injury or treatment associated with this event.